Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. Suspend on low limit in sensor settings is suspend at 60. Customer did not mention the reasoning of the suspend. Sensor will not be returning for analysis.